Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery test however, received motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed the motor test no moisture damage found on the electronics, motor, battery tube and vibrator assembly. Moisture damage was found on the keypad assembly during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the rain while connected to the insulin pump. Customer's blood glucose was over 300 mg/dl. The customer reported fluid was present under the lcd display. The customer also reported multiple alarms occurring on the insulin pump. It was also found the customer had a crack by the battery threading on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.